Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
In this revision of a reunion reverse shoulder, the baseplate had pulled out of glenoid. All screws peripheral screws had loosened with one escaping through the back of the base plate and floating free under clavicle. Rep reported that surgeon was unable to re-implant new baseplate due to bone loss, and therefore patient was converted to a hemi arthroplasty.

Manufacturer narrative:
Concomitant medical products and device evaluated by MFR the reported event that unknownperipheral screw was alleged of 'implant - loose' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Further information such as medical records, x-rays, surgery reports or progress notes will not be released from the hospital. Thus, a medical statement was not possible. A more precise evaluation was not possible. If the device is returned or if any additional information is provided, the investigation will be reassessed. Labelling review: the operative technique (ru-st-2__rev-4_reunion rsa schoulder system -reverse operative tehnique) was reviewed: ''contraindications ¿ any active or suspected latent infection in or about the shoulder joint. ¿ any mental or neuromuscular disorder which would create an unacceptable risk of prosthesis instability, prosthesis fixation failure, or complications in postoperative care. ¿ bone stock compromised by disease, infection or prior implantation which cannot provide adequate support and/or fixation to the prosthesis. ¿ skeletal immaturity. ¿ patients whose anticipated activities would impose high stresses on the prosthesis and its fixation. [...] The intent of center screw placement should be to compress the glenoid baseplate onto the face of the glenoid and achieve a bi-cortical lock. Note: it is important to prepare and select a center screw length that engages the far cortex to ensure optimal compression and fixation. Tech tip: a correctly seated center screw will provide the best baseplate compression and fixation. This will also ensure the correct seating of the glenosphere to the glenoid baseplate. Taking note of the measurements taken either with the calibrated guide pin or the depth gauge, select the appropriate length screw and verify its length with the screw identification tool built into the case/tray [figure 68]. Place the selected center screw into the opening on the end of the baseplate holder and allow it to slide down into position on top of the glenoid baseplate [figure 69]. Tech tip: the selected center screw may also be loaded onto the center screw t25 driver prior to insertion into the baseplate holder. [...] Rotate the glenoid baseplate so that the inferior screw can be aimed toward the scapular neck. The superior screw should be aimed towards the base of the coracoid process superiorly (long axis of the glenoid bone) or the best available bone stock [figure 71]. Insert the tip of the center screw into the hole that has been bored with the 3.2mm pilot wire. [...] Apply an axial force towards the face of the glenoid [figure 72] while holding the baseplate holder firmly in place to prevent rotation of the glenoid baseplate. With the center screw t25 driver securely attached to the center screw within the baseplate holder, begin to tighten down the center screw into the glenoid fossa. Warning: it is important to ensure the screw driver and screw are parallel with each other and the tip of the t25 driver is fully engaged in the screw head. The screws and drivers should only be manually driven and never used under power. [...] When fully seated, the glenoid baseplate should sit flush with the glenoid face and the scapula should rotate slightly when attempting to tighten the center screw further onto the glenoid face. Tech tip: if the glenoid baseplate does not compress when using the selected screw, double check the measurement using the depth gauge and ensure that the far cortex can be captured using the appropriate length screw. Caution: once the center screw is fully seated in the baseplate, do not over-tighten the center screw. Warning: once the center screw is locked into position do not turn the glenoid baseplate handle to reposition or rotate the baseplate [figure 73]. [...] Tech tip: a correctly seated center screw will provide the best glenoid baseplate compression and fixation. This will also ensure the correct seating of the glenosphere to the glenoid baseplate. [...] Preparation for peripheral screw placement caution: care must be taken during the drilling process in order to preserve as much bone as possible for screw purchase. [...] Peripheral screw placement the intent of peripheral screw placement should be to engage the maximum amount of good quality bone stock available with the appropriate length screws. Taking note of the measurements taken either with the peripheral drill guide or the depth gauge, select the appropriate length screw and verify its length with the screw identification tool built into the case/tray [figure 79]. [...] Place the selected inferior peripheral screw into the glenoid baseplate and begin to manually tighten the peripheral screw. The head of the peripheral screw should be below the level of the surface of the baseplate when it is fully engaged and locked in place. [...] '' [original statement(s)] the instruction for use (v15197_eifu_en rev ab shoulder prosthesis IFU ot-IFU-153) was reviewed: ''5 contraindications ¿ bone stock compromised by disease, infection or prior implantation which cannot provide adequate support and/or fixation to the prosthesis. ¿ skeletal immaturity. ¿ patients whose anticipated activities would impose high stresses on the prosthesis and its fixation. [...] ¿ ensure that you are familiar with the intended uses, indications/contraindications, compatibility and correct handling of the implant, which are described in the operative technique manual for the product system. Before clinical use, the surgeon should thoroughly understand all aspects of the surgical procedure and limitations of the device. Please remember that product systems may be subject to alterations that affect the compatibility of the implant with other implants or with instruments. For your information, avail yourself of the training courses and publications offered. [...] ¿ appropriate selection, placement and fixation of the shoulder components are critical factors which affect implant service life. As in the case of all prosthetic implants, these components are affected by numerous biologic, biomechanic and other extrinsic factors, thereby limiting the service life and durability of the product. Accordingly, strict adherence to the indications, contraindications, precautions and warnings for this product is essential to potentially maximize its service life. [...] ¿ dislocation of the shoulder prosthesis can occur due to inappropriate patient activity, trauma or other biomechanical considerations. ¿ loosening of shoulder components can occur. Early mechanical loosening may result from inadequate initial fixation, latent infection, premature loading of the prosthesis or trauma. Late loosening may result from trauma, infection, biological complications, including osteolysis, or mechanical problems, with the subsequent possibility of bone erosion and/or pain. [...] ¿ with all implant devices, asymptomatic, localized progressive bone resorption (osteolysis) may occur around the prosthetic components as a consequence of foreignbody reaction to the particulate matter of cement, metal, ultra-high molecular weight polyethylene (uhmwpe) and/or ceramic. Particulate is generated by interaction between components, as well as between components and bone, primarily through wear mechanisms of adhesion, abrasion and fatigue. Secondarily, particulate can also be generated by third-body wear. Osteolysis can lead to future complications, including loosening, necessitating the removal and replacement of prosthetic components. [...] 9 information for patients ¿ the surgeon must warn the patient of surgical risks and all of the possible adverse effects detailed in the ¿adverse effects¿ section above. The patient should be informed of the limitations of biomaterials and how they will react in the body. It is understood that metal components can wear and/or corrode when in contact with hard surfaces. While the body¿s reaction to such biomaterials is different for every individual, there exists potential for local and systemic effects. ¿ surgeons must advise patients of the short and long term limitations of the procedure and the need to protect the implant from full weight bearing until adequate fixation and healing have occurred. Excessive activity and trauma affecting the reattachment and/or fixation have been implicated in failure of this procedure by loosening, fracture, and/or wear of the implants. Loosening of the components can result in increased production of wear particles, as well as damage to the bone, making successful revision surgery more difficult. [...] '' [original statement(s)] h3 other text : device not returned

Event description:
In this revision of a reunion reverse shoulder, the baseplate had pulled out of glenoid. All screws peripheral screws had loosened with one escaping through the back of the base plate and floating free under clavicle. Rep reported that surgeon was unable to re-implant new baseplate due to bone loss, and therefore patient was converted to a hemi arthroplasty.